Event description:
It was reported that the patient with this implantable pacemaker device had suspect possible micro perforation. Technical services (ts) stated that conditions are not exactly clear in labeling. However, one of the conditions could be compromised lead integrity and perforation could be construed. This device remains in service. No adverse patient effects were reported.